Event description:
When drawing labs from a central line, it was noted the microclave neutral connect no longer had the clear cover visible and intact. The rn could not tell if the clear cover was depress or not intact. The clear cover allows the connector to maintain the closed system design.